Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0168655. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced ruptured tubing. The following information was provided by the initial reporter: burst under what circumstances? CT contrast enhancement. What is the specific location of the burst? Extension tube. Are you hurt? No. Is high-pressure injection involved? Is what is the pressure value of the high pressure injection? The customer can't remember. Is leakage of blood involved, the specific amount of blood lost, and whether the patient is dizzy/needs treatment such as transfusion or transfusion? No. Is there operator blood exposure (direct contact with operator mucous membrane skin, etc.)? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced ruptured tubing. The following information was provided by the initial reporter: ¿ burst under what circumstances? -CT contrast enhancement. ¿ what is the specific location of the burst? Extension tube. ¿ are you hurt? No. ¿ is high-pressure injection involved? Is what is the pressure value of the high pressure injection? The customer can't remember. ¿ is leakage of blood involved, the specific amount of blood lost, and whether the patient is dizzy/needs treatment such as transfusion or transfusion? No. ¿ is there operator blood exposure (direct contact with operator mucous membrane skin, etc.)? No.